Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 99mg/dl. Troubleshooting was performed. Reviewed the settings on the insulin pump and they were correct. Ran a fixed prime test and a high-pressure test and the device passed the tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.